Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer reinserted the needle into the cartridge and was able to fill the cartridge successfully. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. The customer's blood glucose level ranged from 336-361 mg/dl.